Event description:
The reporter stated, the cc4204a collamer single piece lens tore during insertion. The lens was cut out of the eye and replaced with the same model lens without any pt injury. The reporter stated, the incident was the result of a loading issue.

Manufacturer narrative:
(B)(4): eval results - the visual inspection showed only a piece of the optic and haptic were returned. The result of the lens was torn off and missing. (B)(4).